Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked j2/lcd keypad connector noted. Unit had minor scratched lcd window, scratched overlay, broken reservoir tube lip. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had keypad issue and cosmetic damage. Customer's blood glucose level was 130 mg/dl. Customer reports that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.